Event description:
A portion of this case was a transoral robotic surgery (tors) using the davinci robot. The 8mm permanent cautery spatula was used and it is thought that the entire bovie piece was conducting; however, it was not noticed until the end of that portion of the case that a burn was found in the patient's posterior right cheek area. The instrument was plugged into the triad bovie machine and the setting was 25/25.